Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporter phone number: (B)(6). Reporting institution phone number: (B)(6).

Event description:
It was reported the intellivue multi measurement server x2 displays a speaker malfunction inop message and is unable to produce audible sound. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and determined the speaker is defective and needs to be replaced. The customer ordered a replacement speaker. A replacement speaker was sent to the customer which will be installed by the customer to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.